Manufacturer narrative:
Received two (2) used partial. List #15339-28, primary plum set, as received, only the drip chamber and spike were returned. As received the filter vent was wetted out with prior infusate. The set was leak tested per specifications and could not replicate leakage from the filter vent on either sample. The complaint of a leak out of the vent located on the spike of the tubing above the drip chamber can be confirmed due to the presence of fluid residuals as received filter. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event occurred on an unspecified date and involved a primary plum set, clave secondary port, polyethylene-lined light resistant tubing, clave y-site, secure lock, 103 inch where the customer reported that the device was leaking IV fluids out of the vent located on the spike of the tubing above the drip chamber. There was patient involvement but no adverse event was reported as a consequence of this event.